Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in sections as (B)(4) is an (B)(4) manufacturing site. Initial reporter phone #: (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had the wrong expiration date. No report of medical intervention or serious injury.